Event description:
As per questionnaire attached, it was noticed in q4 that incorrect size wire guide was used by user: q4. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus / visiglide 0.025inch. A me confirmed the stent had no damage/missing part prior to insertion into an endoscopy, but after a physician inserted into the patient body through the endoscope, he found that a flap had been missing. He removed the stent using grasping forceps. The missing flap haven't been found yet. The user searched for it inside the accessory channel, but it wasn't in there. The papilla side of the stent was severely damaged during removal. He considered risk of pancreatitis since he had trouble removing it, he placed a nasopancreatic drainage catheter (rpn and lot# unknown) instead and completed the procedure. The user's comment: there was no loss of flap of stent visually when the me opened the package. I found the loss attempting to place the gepd-7-7 by the endoscopic image via duodenal papilla. Is this flap fragile enough to damage with normal insertion? [Additional information (updated with the reply on 31 jan 2023) ] for all complaints, ask: does the complaint relate to device placement/device removal/observation prior to patient contact? Device placement. What was the target location for the stent? Duct of pancreas. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device was stored on a shelf and no light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus / visiglide 0.025inch. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Ni. If not with the device in question, how was the procedure finished? Pls refer in patient/event info tab. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Enpd. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? During same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Ni. Where was the stricture located in the duct? Pancreatic head. Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? Yes. If yes, please describe how. Through the endoscope. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Initial use. Did any section of the device detach inside the endoscope or patient? No. If yes, please specify what section of the device broke off. Please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? No, inside the endoscopic forceps channel, not within the range visible on the endoscopic screen. If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If yes, please indicate what modifications were made. Please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Enpd. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? During same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? After confirming the flap defect, the stent was removed. The stent damaged severely during removal, and the details of the defect got unknown. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-7 device of lot c1976818 was returned to cirl opened in its original packaging. With the information provided, a physical and a document-based investigation was conducted. File related to (B)(4) (3001845648-2023-00104). Lab evaluation: lab evaluation date: 23 feb 2023. Visual inspection: stent returned. Severe damage observed on the non tapered end. Stent observed to be compressed and frayed. Flaps not present on device. Functional inspection: 0.035 inch wire guide does not pass through the stent. Note: device evaluated under (B)(4), device photos will reference this pr number. Document review: prior to distribution gepd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for gepd-7-7 device of lot number c1976818 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1976818. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1976818. To ensure conformity of all batch release products, pack qc procedures verify that the following information on the label (product label, tag, temporary) is correct as per the work order: this is completed by verifying the presence of all required labels on the back of the work order/reject sheet where required. Labelling qc procedures as per this document also verify that the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions. The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0055) state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label instructs a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no adverse effects or health consequences to the patient. Investigation findings conclude a definitive root cause of user error. It may be noted the device label instructs a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 14-apr-2023.